Event description:
Upon removing r femoral sheath, an object that was braided mesh were measuring approx 1cm x 7cm protruded from skin at incision site. Pt was taken to cath lab for removal of object under fluoroscopy.